Event description:
A dialysis facility reported that there was excessive fluid removal (between 1.2 - 2.8 kg) from a pt during dialysis treatments on 8 different days (10/12, 10/14, 10/16, 10/23, 10/26, 10/28, 10/30 and 11/2/98.) The pt became hypotensive and was c/o cramps or headache. He was given saline and was stable post treatment. There was no serious injury or illness.